Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial (B)(6), was returned for evaluation following the reported event of a no external power alarm. A review of the downloaded log file spanned approximately 5 days ((B)(6) 2021 per time stamp). On (B)(6) 2021 at 02:25, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to 0v. This was due to a loss of ac power and is consistent with an ac cord disconnection. The alarms cleared on its own shortly after the controller was connected to batteries. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2021 at 02:31 for a controller exchange. No other notable alarms were active in the log file. The returned system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on (B)(6) 2017. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-05039. It was reported that the patient replaced their system controller on (B)(6) 2021 secondary to being woken up by alarms from their system controller. The patient found their mobile power unit (mpu) unplugged and when they plugged it back in, both the system controller and the mpu began to alarm (no external power). The mpu had a v-lock connector on the a/c power cord and the power cord came loose at the wall outlet. There were no noted environmental circumstances that would have affected a/c power at the time of the event.